Manufacturer narrative:
Continuation of medical devices: 4024-58 lead implanted (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had a lead warning for low impedance. The lead remains in use. No patient complications have been reported as a result of this event.